Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system aspiration catheter 8 (cat8). During the procedure, while advancing the cat8 over a guidewire through a steep and tortuous, curved vessel, the cat8 became kinked at the distal tip, and therefore, the cat8 was removed. The procedure was completed using a new cat8. There was no report of an adverse effect to the patient.